Event description:
It was reported that during a da vinci s hysterectomy procedure, arcing was observed coming from the monopolar curved scissors (mcs) instrument with a tip cover accessory installed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint engineering found a hole burned through the silicone. The silicone exhibits localized melting around the hole, indicative of arcing. The hole is a oblong and measures approximately .015 inches by .030 inches and is located .460 inches above the silicone to sleeve interface. The tip cover accessory was found to have mechanical tears in the vicinity of the holes, and an axial tear at the tip.